Manufacturer narrative:
Age at time of event: approximately (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a fistulagram treatment procedure catheter removal difficulties and patient complications occurred. Vascular access was obtained via a left arm vein. The stenosed fistula was located in left arm vein. A non-bsc 7fr sheath and platinum plus guide wire were inserted. Next the 8.00mm x 2.0cm x 135cm peripheral cutting balloon (pcb) was advanced and slowly inflated once to 8 atms. The physician pulled the pcb back a little, advanced it again and slowly inflated the pcb once to 6 atms. The physician was satisfied with the result, deflated the pcb and removed it from the fistula, however, the pcb became stuck at the introducer sheath. The physician pulled back the pcb two to three times in an attempt to remove the pcb, however these attempts were unsuccessful. The physician then pulled back hard on the pcb catheter and the introducer sheath and the pcb came out of the patient as a unit. It was noted that the pcb sliced through the sheath, however, none of the pcb blades detached. Since the sheath had been removed, the physician wasn't able to suture the puncture site and the patient bled "more than normal", but the amount was considered small. A "larger than normal" hematoma developed at the puncture site. No damage was noted in or around the puncture site and pressure was applied to complete the procedure. No further patient complications were reported and the patient's status is fine.